Manufacturer narrative:
Updated fields: b4, d8, d9, e1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. Corrected field: e1 (event site address, event site city). Due to character restrictions in block e1 full event site name: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the unit experienced autofill failures, traced to the back pressure regulator, which failed multiple leak tests. Despite replacing the valve, the issue persisted, leading to the replacement of the purge valve assembly, allowing the unit to pass all tests. Preventive maintenance was also completed as scheduled.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit is not working, getting autofill failures. There was no patient involvement.